Event description:
The pt successfully underwent a stenting procedure to treat the left vertebral artery (va) stenosis. The pt was given antiplatelet medications: aspirin and plavix. Twenty six days post procedure, the pt was noted to have new symptoms. Imaging showed evidence of numerous areas of lacunar cerebral infarction in the ipsilateral va at the treated site. The physician stated that there was a possibility of antiplatelet resistance. Medication doses were increased and changed to aggrenox and plavix. The pt's symptoms were resolved with treatment.